Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Strip lot #241836 was used on 2/4 and 2/5. All other results were obtained using strip lot #243934. Pt is bruising and bleeding at injection sites, and has hemorrhoidal bleeding as well. Pt has vasculitis and many other health issues.